Event description:
Reporter indicated that she developed an infection at her generator site following a generator replacement procedure. She stated that the infection subsequently resolved with oral antibiotics.

Manufacturer narrative:
Manufacturer reviewed device sterility record of pulse generator. Pulse generator sterility confirmed prior to shipment.